Event description:
The complainant reported that during impella 5.5 insertion, the pump was extremely difficult to deliver at the bend of the innominate artery. The 0.018" guidewire repeatedly kinked while attempting to navigate the patient¿s complex anatomy. Multiple guidewires were required to advance through the challenging vessel geometry. No additional information regarding procedural delay or patient impact was provided at the time of the report. No signs or symptoms of patient injury were reported, there was no reported harm associated with the event. At the time of writing this report, the patient continues to be supported by impella 5.5. This complaint involves two impella devices: impella 5.5, with serial number (B)(6). Guide wire 0.018"ptfe coated with lot number 8854048. This MDR specifically addresses impella 5.5, with serial number (B)(6), which is the subject of this report. Separate mdrs will be submitted for the other devices associated with this complaint.

Manufacturer narrative:
A4: weight is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related medical device reports: this impella 5.5 device report is one of two devices associated with the event.

Manufacturer narrative:
This report is being submitted to update explant date and to report patient outcome. B5 is being updated to include new information that was not included in the initial report. The revised b5 provides a complete event narrative. D6b is being updated to include explant date.

Event description:
The complainant reported that during impella 5.5 insertion, the pump was extremely difficult to deliver at the bend of the innominate artery. The 0.018" guidewire repeatedly kinked while attempting to navigate the patient¿s complex anatomy. Multiple guidewires were required to advance through the challenging vessel geometry. No additional information regarding procedural delay or patient impact was provided at the time of the report. No signs or symptoms of patient injury were reported, there was no reported harm associated with the event. At the time of writing this report, the patient continues to be supported by impella 5.5. This complaint involves two impella devices: impella 5.5, with serial number (B)(6). Guide wire 0.018"ptfe coated with lot number 8854048. This MDR specifically addresses guide wire 0.018"ptfe coated with lot number 8854048., which is the subject of this report. Separate mdrs will be submitted for the other devices associated with this complaint. New information provided 2-mar-2026: the device was explanted successfully after weaning. The explant was not considered premature and was unrelated to the reported complication. The patient's outcome at the time of explant was survived.

Manufacturer narrative:
Updated information: h6 component code changed from g04105 to g07001 the investigation for the difficult to advance has been completed. The cause of the difficulty to advance was determined to be patient condition related due to the patients anatomy.

Manufacturer narrative:
Updated information: d1 brand name updated. G1 MFR contact fax number added.

Manufacturer narrative:
Updated information: h6 investigation findings and investigation conclusion codes have been added. These codes were inadvertently omitted from follow up #3 and are now included to reflect the investigation conclusion previously reported.